Event description:
The pt had the pump explanted in 2004. A "small portion of epidural catheter" was not removed at that time. The pt was taken to surgery the following month and the remaining catheter was located and removed. The pt recovered without sequela.